Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested (B)(6) 2011 by fax, phone and mail. Medical records were received (B)(6) 2011, and additional info was received by phone (B)(6) 2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that she still has astigmatism, experiences double vision, has trouble reading far and near and sees shadows on objects and vertical lines following intraocular lens (iol) implant surgery. She also reported having corneal swelling for two weeks following the procedure. She stated her vision is clearer when she turns her head toward her nose. Medical records were received and reviewed. The day following the procedure, 3+ corneal edema was present. The edema steadily improved and was resolved by day 15. Four days postoperatively, the cornea was noted to have 1+ striae and the anterior chamber had 1 to 2+ cells. Eight days postoperatively, the surgeon noted "probable tass - no etiology identified - no other cases that day". The consumer's vision was getting better until postoperative day eight, when she stated that she felt her vision was only "40-50% better than it should be". One week later, she reported blurred vision and shadows around things. Four weeks postoperatively, the edema had resolved, and no striae or cells were noted upon examination. Five weeks postoperatively, the consumer's routine postoperative medication drops were discontinued and she was prescribed a different medication. Two months postoperatively, the consumer reported her eye was burning and stinging and that her vision was "a little better", although she could still see a shadow. Further info was received from the consumer, who reported she recently saw a cornea specialist and in his opinion, the implanting surgeon "did a great job". The specialist noted a "wrinkle" in the eye, for which a yag may be performed at a future date. The consumer also stated that the postoperative corneal swelling may have been caused by an allergic reaction to eye drops placed during the postoperative visits. She does not know which eye drops were used, and she has a history of being allergic to many preservatives.